Event description:
Twelve days after insertion, patient vomited blood and was admitted to hospital on (B)(6) 2017. Patient presented with hematemesis, melena, and hypertension. An upper endoscopy was performed and the device was removed without difficulty. The distal esophagus at the ge junction showed two esophageal tears and evidence of recent blood. The tears were ablated and no bleeding was seen after ablation. Patient was discharged from the hospital on (B)(6) 2017 in stable condition. No further sequelae were reported.